Event description:
It was reported that an alert for high, out of range, pacing lead impedance was received. It was noted that the pacing lead impedance had been gradually increasing over time. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.